Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
There was no on-site visit performed by our technician, as the customer has not approved the quotation. Drop of o2 level may lead to insufficient o2 supply pressure, which may lead to too low o2 concentration delivery to the patient. There are two main reasons for too low reading of o2 concentration : gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). O2 concentration low alarm generated due to gas delivery error may lead to insufficient ventilation. The device's logs were not provided for further analysis. As the repair was not conducted yet, there is no way to know, which part was causing the issue, hence the cause could not be determined.

Event description:
It was reported that oxygen level dropped. There was no patient harm. Manufacturer's ref. #: (B)(4).